Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported very frequent encounters wires breaking across several batches. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4) date sent to the FDA: 3/17/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: ¿ did the event occur during one or multiple patient procedures? Yes several disunion found and thread breaking (not the case with the previous reference) if only one: please confirm the quantity of products involved during the procedure. 10 (the complaints (B)(4) are linked) can you identify the lot number(s) of the product that was used? Not lot dependent, at least 4 different lots. Were there any patient consequences? Yes disunions and new sutures so extra pain if more than one: what is the total number of procedures? 10 with different surgeons. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). (B)(4). If this event occurred in multiple procedures, please provide the following information for each patient event: - what is the procedure name? - what is the procedure date? Deliveries from (B)(6) to (B)(6) - was there any adverse patient consequence(s) or subsequent medical/surgical intervention? Yes disunions and new sutures so extra pain this complaint is the reccurence of the complaint pc(B)(4). (10 procedures) the complaints (B)(4) are linked to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.